Manufacturer narrative:
Device passed displacement and active current measurement tests; it failed sleep current measurement and self tests returning an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to some software errors and due to a loose connection or a cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer reported that the insulin pump had blank display and did not returned after restart. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.